Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was making noise while opening or closing and was sticking to the top cover of the drawer. The application was tested. The drawer was partially uninstalled, and the side panels and back of the drawer were inspected. The back panel inside the drawer was found to be loose and ejected, causing the issue. A field service engineer opened the interior side panels, inserted the back panel, and successfully tested it. The drawer was then installed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the top drawer made noise when opening and closing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.